Event description:
It was reported that just prior to anesthesia for an implant, the patient suffered respiratory distress due to a dropped oxygen concentration level decreasing to the low 80s. This was a pre-existing condition which resulted in an in-patient hospitalization and was life threatening. The intervention was medical or non-surgical therapy and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).